Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code no longer applies.

Event description:
The device with a known complaint associated was returned by a representative.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced yesterday ((B)(6) 2016) due to adverse sensation. The patient mentioned that there was pulling of the lead/extension. The lead was placed in the orbital area. The event date was asked but unknown. The reporting manufacturer representative was not the manufacturer representative that was on the case and had limited details. The reporting manufacturer representative was passed the information in order to return the ins for analysis.

Event description:
Additional information was received from the manufacturing representative (rep) indicating that they spoke with the healthcare provider and learned that the patient¿s leads were pulling due to scar tissue, so the patient had not used their stimulator for several months. The rep did not have any more information, but noted that they can gain more information after the patient¿s post-op appointment.

Manufacturer narrative:
There was no significant anomaly found upon analysis of the implantable neurostimulator. (B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.